Event description:
Grasper-applicator is crossed over/twisted and it was impossible to remove the grasper from the tube as the ring stuck. The customer had to put in another port to pry the grasper apart with a 2nd applicator from another kit. Customer wants full credit on the kit.